Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the metal cap of the moxy fiber came off inside the patient and was quickly retrieved from the patient. The procedure was completed with a fiber replacement. The patient fully recovered, and there were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the event of fiber cap detached from fiber. Additionally, it was identified that the fiber glass tip was detached from the distal end. It is likely that the fiber was buried into the tissue during use, which is warned against in the instructions for use (IFU), thereby causing the fiber tip to break off. A labeling review was completed, and the IFU warns that in order to avoid damage to the fiber or breakage, "do not bury the tip in tissue", "do not retract or probe tissue with the device", and "do not bend at sharp angles." A device history review indicated there were no manufacturing issues that could have contributed to the reported event. A device analysis was completed and visual and microscopic inspection indicated detachment of the fiber cap and glass tip. A functional test was performed by using the forward firing test fixture; the forward firing rate was above the 10% threshold for potential patient harm. A risk review was completed and confirmed that the events of fiber cap and glass tip detachment were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the analysis results, this investigation was assigned a cause of unintended use error caused or contributed to the event, where the interaction between the user and device, caused or contributed to the error.

Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the metal cap of the moxy fiber came off inside the patient and was quickly retrieved from the patient. The procedure was completed with a fiber replacement. The patient fully recovered, and there were no patient complications.